Event description:
Additional information was received that the event was due to the dongle not being close enough to the patient and not due to a device malfunction.

Event description:
It was reported that a loss of bluetooth (ble) telemetry was observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.